Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. Upon explant, it was identified that the cuff appears to have opened causing the patient to leak. A surgical procedure was performed during which the existing aus was removed and replaced. No further patient complications were reported.